Event description:
Reporter stated that pt had an aortic valve replacement with use of the above stated device on (B)(6) 2015. Pt was admitted back to the hospital on (B)(6) 2016 and diagnosed with aortic valve endocarditis. Cultures were sent out again on (B)(6) 2016 because of the infection and due to the alert by the FDA. Cultures came back negative. Special cultures were sent out for afb which had a certain culturing process and the afb cultures came back positive for mycobacterium chimaera.